Manufacturer narrative:
Device was returned for investigation. The devices were decontaminated then visually inspected. The manufacturing record indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavi, a 18f ce manta was planned for closure. The physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath, which did not allow the manta closure device to click into the sheath hub. Significant bleeding was present through the valve during the removal of the introducer and insertion of the closure device. The IFU instructs in step 3 of inserting the manta device, if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and opened a new device.

Event description:
As reported: the clinician could not get the manta device into the sheath fully. It was sticking and the device would not click into the sheath. This happened with the next 3 devices that were opened. All of the faulty devices came from the same box. Associated to: MDR 3010252479-2021-00122 manta. MDR 3010252479-2021-00123 manta. MDR 3010252479-2021-00124 manta.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.